Event description:
We routinely use ethicon 6-0 coated vicryl #j578g on an s-29 needle. We have had multiple instances of fraying. I have reported it to ethicon and sent a sample of a frayed suture into ethicon 11/06/07. I have heard nothing from them since. I have another sample of the suture and the remaining unopened suture in the original box stored in my office. Diagnosis or reason for use: strabismus surgery.